Manufacturer narrative:
Received 1 silicone catheter with sample port connector. The reported issue was confirmed; however, the cause is unknown. Per visual inspection, two cuts were noted in the catheter shaft on the drainage lumen. The damages/ cuts were 2¿ and 2 - 2/3¿ (2.75¿) below the bifurcation area of the catheter. Per functional evaluation water was injected by way of the drainage lumen and leakage was noted from the cuts in the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two parts of the catheter were damaged, and the user found urine leakage. Per additional information, the catheter was found to have two cuts in the drainage lumen.